Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user's test strip had poor storage.

Event description:
Customer complains of "lo" results. Customer states that she feels thirsty, denies the need for medical attention. The customer's expected blood results are 96-102 mg/dl fasting. Verified test strips expire 08/13/2017. Customer's test strips are being stored loose in the meter case and opened vial date was unknown. Reviewed meter memory (B)(6). Memory concerns:customer is concern with results taken on (B)(6) 2015 @ 7:00am lo customer states that she is storing some of the strips in the carrying case and some in the vial and she is not sure if the strips she use at the time were the strips in the vial.